Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis. The reported failure c-00/c-34 errors on startup and when firing monopolar was confirmed and reproduced. The logs showed errors occurred and the unit had no significant scratches nor dents. The front bezel was in decent condition.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that an error occurred when using the monopolar curved scissors (mcs). The system logs confirmed that error c-34 occurred. The site changed the energy cables and instrument, and restarted the generator, with no change. The bipolar energy was still functioning. The procedure was completed using a force triad generator. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system did not present any faults when initially powered on.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to high frequency volage related electrical and fiberoptic issues on the generator.